Manufacturer narrative:
Article citation: drejøe, a. M. B., nielsen, c. F., snog, m. O., gudjonsdottir, l. R., bak, e. E. F., norlin, c. B. G., hölmich, l. R., krezdorn, n., vester-glowinski, p., larsen, a., hemmingsen, m. N., ørholt, m., jørgensen, m. G., weltz, t. K., & herly, m. (2026). Postoperative complications after subpectoral versus prepectoral implant-based breast reconstruction: a target trial emulation study. Journal of plastic, reconstructive & aesthetic surgery: jpras, 117, 277¿286. Continued e.1. Facility name: (B)(6). The events of "necrosis", "infection", and "hematoma" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hematoma"; "infection"; "skin flap necrosis."

Event description:
Through journal article "postoperative complications after subpectoral versus prepectoral implant-based breast reconstruction: a target trial emulation study" healthcare professional reported the following events among (B)(4) patients with allergan implants: "implant loss, defined as explantation without immediate replacement of an implant or tissue expander", "implant-associated infection, defined as clinical deep tissue infection requiring intravenous antibiotics, revision surgery, and/or explantation", "hematoma, defined as post-operative bleeding around the implant, treated conservatively or requiring surgery", and "mastectomy skin flap necrosis, defined as clinically diagnosed necrosis, managed conservative, or surgically revised including cases leading to implant loss". Affected sides and device status are unknown for all (B)(4) patients.